Event description:
Procedure type: lap assisted distal gastrectomy. According to the rptr: purstring and anvil were set on duodenum. The device was used for hemi-double anastomosis on remaining stomach and duodenum. After firing, there was a 5-8mm torn area on distal duodenum. Add'l resection and manual suturing were done. Surgery time was extended 30 mins. No blood loss was reported.